Event description:
Customer reported the insulin pump was probably not working correctly. Customer reported experiencing high and low blood glucose. Customer last night had blood glucose of 500 mg/dl and in the morning it was 50 mg/dl. Current blood glucose was 221 mg/dl. Symptoms: customer's chest was warm and feeling she gets when she is really high. Customer treated with manual injections. Customer did not feel ok to troubleshoot. Settings on the device were correct. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.